Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: a complaint of component damage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20113220 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that 3 gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation/cracking and leakage. The following information was provided by the initial reporter: material #: 2426-0500. Batch/ lot #: 20113220. Customer states 3 primary alaris infusion sets leaked and were "broken" she is trying to get product sent back to her along with item # and will provide if received.